Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.

Event description:
It was reported that pump displayed malfunction alarm code and was not associated with any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through resetting pump, confirmed malfunction code did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction alarm appeared again.